Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have no damage to the wires. The instrument was fully functional. No product issue was identified. However, the instrument was found to have a broken monopolar yaw pulley. Size of missing piece is approximate .067¿ x .067. Additionally, the instrument was found to have grip pin dislodged. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. .

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the wire on a permanent cautery spatula instrument was missing from the tip. The procedure was completed with no reported injury. On (B)(6) 2023, additional information was received from the customer regarding the reported event. The issue was identified during cleaning inspection, and it was noticed that the tip was missing. The instrument did not appear to be damaged during surgery. There was no evidence of the jaw/hinge being dislodged. No fragment broke off or became detached from the instrument and the instrument was inspected prior to use. The procedure was finished before the issue occurred/was noticed. There was no procedure delay and no injury to the patient.